Event description:
Looses memory when she wakes up [amnesia]. Fainted 6 times and once she hit her head [syncope]. Novopen 4 is get hard for selecting doses [device difficult to use]. Difficulties to use novopen 3 demi -piston rod washer broke [device breakage]. Blood glucose level did not decrease [diabetes mellitus inadequate control]. Injection site bleed [injection site haemorrhage]. Injection site bruise [injection site bruising]. Case description: this serious spontaneous case reported by a consumer from (B)(6), concerns a female pt (age: not reported) with diabetes, who was treated with novolin n penfill (long-acting human insulin), novopen 3 demi (insulin delivery device) and novopen 4 (insulin delivery device) and experienced "difficulties to use novopen 3 demi -piston rod washer broke", "fainted 6 times and once she hit her head", "loses memory when she wakes up", blood glucose level did not decrease" (non-serious event), "novopen 4 is get hard for selecting doses" (non-serious event), "injection site bleed" (non-serious event) and "injection site bruise" (non-serious event) beginning on unknown date. Pt's height: not reported. Medical history includes emotional diabetes (type unknown, for 8 years). The pt reported to have emotional diabetes and when she is nervous her blood glucose level increases (it has reached 500). The pt is anxious and already had depression. No allergies or other previous reactions to the medication or substances. The pt had reportedly been taking novolin n penfill, novopen 3 demi 9, start and stop date unknown) and novopen 4 from on (B)(6) 2013 and device use on-going. The pt had difficulties to use novopen 3 demi and then it was accidentally damaged by her. The pt reported that it was difficult to select the dose in the novopen 3 demi, she was selecting the dose and no insulin was being delivered. It was difficult to remove the cartridge and, she has handled so many times this pen, tried to return the piston rod back and the piston rod washer broke. The pt went to a drugstore and bought a new pen (novopen 4). It was difficult to select the dose, but now she has already noticed that she should unlock the pen to make injection and she is using it normally. Since the pt started to use novolin nph penfill with novopen 3 demi her blood glucose level did not decrease. In the reporting year, the pt fainted (at that time she was not using novolin n penfill with novopen 3 demi). But, between aug and sep, the pt fainted again and she was already using novolin n penfill with novopen 3 demi, she measured her blood glucose and her glycaemia reached 400 mg/dl. The pt has fainted 6 times and once she hit her head. It was also reported that she loses memory when she wakes up. As the novopen 3 demi had problems she acquired a novopen 4 that is get hard for selecting doses. The pt does not follow a diet and does not practice physical exercises. The pt injects insulin in the thighs. She injects in a right angle and lifts a skin fold. The pt has injected in the thigh and it bled and a bruise appeared. Novofine (needle) 6 or 8 mm are used up to twice, she keeps the needle attached to the pen after injection. The pt also reported that she felt bad, dizziness, headache, fever and went to the physician and was almost hospitalized. The pt was only not hospitalized because her blood glucose was controlled. Action taken to novolin n penfill, novopen 3 demi and novopen 4 was not reported. The overall outcome was reported as unknown.